Manufacturer narrative:
(B)(4).

Event description:
The patient expired on (B)(6) 2016 due to sepsis and cardiac failure. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status mos1 and 232 charging cycles were recorded to the device memory. The memory content of the device was inspected. The available iegms showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction. Furthermore, the inspection revealed, that the anti-tachycardia therapy function was not deactivated after the explantation. As a result, the large amount of charging cycles was caused due to the detection of noise. However, there were no indications of a device malfunction. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device proved to be fully functional. The analysis of the available iegms showed a flawless device behavior while the device was implanted and in service. There was no indication of a material or manufacturing problem.